Manufacturer narrative:
Additional catalog #: c3518rss. Additional lot #: 80000458. Additional expiration date: 01/01/2011. Additional device manufacture date: 02/2009. Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.

Event description:
The c3518-rsa was attempted to be advanced through the sheath when the physician was attempting to get right femoral artery access. As the c3518-rsa was being advanced through the needle, it was noted that the wire was not advancing; therefore, it was removed. When pulling the c3518-rsa back, the tip of the wire (hydrophilic portion) was sheared off and stayed in the patient. Then a c3518-rss was advanced in through the needle in an attempt to get femoral artery access, but it could not be advanced either as there was a totally occluded proximal right femoral artery & occluded right external iliac artery. The attempt to get access on the right was aborted, the c3518-rss was removed and it was noted to be frayed at the tip as well. No patient injury reported.